Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced, is filed under a separate medwatch manufacturing report number.

Event description:
It was reported that suture placement in the right and left common femoral arteries was attempted with two proglide devices using the pre-close technique via a 14f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the proglide had difficulty passing a 0.035-inch radifocus guide wire through the guide wire port for both devices. The sheath was upsized to 17f. Tavi procedure was completed. Surgical suturing was used to achieve hemostasis in both the right and left common femoral arteries. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide and not established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult inserting the guide wire could not be confirmed as the returned guide wire was successfully backloaded through the sheath without resistance noted. The reported difficulty and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that suture placement in the right and left common femoral arteries was achieved with a proglide suture prior to a carotid artery stenting (cas) procedure; however, the guide wire could not be reinserted for removal of the proglide devices. The pre-close technique was aborted. The sheath was upsized to 17f sheath and the cas procedure was completed. Surgical suturing was used to achieve hemostasis at both access sites. No additional information was provided.